Manufacturer narrative:
After further review of the complaint, it was determined sections b1, b2 and h1 were filled out incorrectly in the initial complaint. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury. The customer has clarified that she was not hospitalized she is in a nursing home.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery while she was in the hospital. The patient's blood glucose at the time of incident was 90 mg/dl. However, she was initially hospitalized for an infection, and her blood glucose increased into hyperglycemic territory due to the infection. The no delivery was due to an empty reservoir. No products were returned for analysis.